Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, there was an intermittent power issue and the battery compartment was cracked. There was no reported moisture in the pump and the battery cap was last changed between 7 and 12 months. The user guide recommends changing the battery cap every 6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.